Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer ensured the machine was brought back online and verified that it was successfully appearing in remote support service (rss). The customer performed testing and confirmed that the system was functioning properly. Multiple follow-ups were made to reach fse to obtain the repair information, but no responses had been received. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system remote support service was offline. Customer reported that a device is offline and needs to be brought back online. The issue began after the server was switched, and the customer requested administrator credentials to restore connectivity. The device is powered on and connected to power; however, it continues to show an offline status in remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.